Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. Nearly two years following the repair with two composix kugel meshes, the pt developed a rash. Eight months later both composix kugel meshes were removed. During the explant adhesions were noted to one of the meshes but it is unk which mesh. Adhesions are a known adverse event listed in the IFU. Additionally, the rash was reported to clear following the explant but there is no indication in the medical records documented by a physician that the mesh was the cause of the reaction. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. With the currently available info, no conclusion can be drawn. Info related to the other composix kugel mesh implanted on (B)(6) 2005 has been reported in accordance with (B)(4).

Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2005 - pt underwent repair of recurrent incisional hernia with two pieces of composix kugel mesh. On (B)(6) 2005 - office visit: no signs of erythema or infection at incision site. On (B)(6) 2007 - office visit: pt presented for post op eval of a CT performed. No evidence of recurrence or bowel associated with mesh. No signs of infection or obstruction. Pt will be treated symptomatically. On (B)(6) 2007 - office visit: pt presents with body rash and low grade fever. Pt reports reading the mesh could cause a rash and is seeing a dermatologist. Pt does not want mesh removed and physician reports CT looks good. On (B)(6) 2007 - pt underwent removal of two pieces of composix kugel mesh. Lysis of adhesions was performed. Lower mesh noted to be adherent to omentum. A right colectomy was performed. On (B)(6) 2007 - pt admitted for a kidney biopsy. A biopsy was noted to be completed prior to mesh removal that showed acute inflammation in the area with giant cell reaction. Pt reports rash resolved a few days after removal of the mesh.